Event description:
It was reported during use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube was cracked at the bottom. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: damaged/cracked tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube was cracked at the bottom. There was no health impact or consequences reported.